Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the customer was admitted to hospital due to high blood glucose and diabetic keto acidosis on (B)(6) 2020 with blood glucose of 486 mg/dl also insulin pump under delivering insulin. The customer experienced high blood glucose because she was not getting the right amount on insulin, she also had pain all over her body. The customer passed out couple of times. The customer treated high blood glucose with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer did allege under delivery on insulin pump because insulin pump shoot blood glucose to high. Customer was unable to complete care link upload. The insulin pump and reservoir both will not be returned for analysis.